Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that clearlink 1.2 micron extension leaked from the port. There was no report of patient injury or medical intervention associated with this event. No additional information is available.